Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 210402. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. The retained samples were assembled with an emerald 2ml syringe and none of the needles present any signs of defect; liquid could be drawn up normally and no signs of clogged needles were identified. Based on the investigation results, an exact cause could not be determined for the reported incident. H3 other text : see h.10.

Event description:
It was reported that the needle 19ga 1-1/2in tw experienced a clogged needle. The following information was provided by the initial reporter: we have already established several times that the entry point of the pull-up needle 19 g bd microlance (lot 210402) is clogged by a small plastic particle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 19ga 1-1/2in tw experienced a clogged needle. The following information was provided by the initial reporter: we have already established several times that the entry point of the pull-up needle 19 g bd microlance (lot 210402) is clogged by a small plastic particle.